Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported a (B)(4) printer for the I-stat 1 analyzer began to smoke when replacing the rechargeable battery. There was no report of any injury associated with the complaint.